Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after running out of insulin and completing a full supply change with the ilet system, at which time a bent teflon cannula was observed on removal of the infusion set and insulin delivery was confirmed not paused. Symptoms included hyperglycemia. Outcomes included improvement in blood glucose after the supply change. Investigation included user troubleshooting and education, including confirmation of insulin delivery status and replacement of the infusion set. Investigation of this case revealed that a bent infusion set cannula was present, which is consistent with an infusion set/insulin delivery issue that can lead to under-delivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.